Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the issue. The fse found the waste line clogged at the gray waste port at the top of the tank. The waste backed up into the g7 analyzer and leaked onto the cable for the sample loader cbcn1. The fse cleaned the cb1 connector, replaced the ribbon connector, cleaned up the tray inside the instrument, and placed the pump wash tube in the tray waste port. Controls were run with acceptable results verified by the operator. Ten patient samples were run with acceptable results. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was that the waste line at the top of the tank was clogged. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported 708 errors (x-1 axis error) with the g7 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.